Manufacturer narrative:
.

Event description:
Reportedly, pacing inhibition in both atrial and ventricular channels was observed. Physician concluded that the noise was due to incomplete ventricular and atrial lead fractures. The subject device was replaced and returned for analysis.

Manufacturer narrative:
Preliminary analysis showed that the device operated within specifications.

Event description:
Reportedly, pacing inhibition in both atrial and ventricular channels was observed. Physician concluded that the noise was due to incomplete ventricular and atrial lead fractures. The subject device was replaced and returned for analysis.

Event description:
Reportedly, pacing inhibition in both atrial and ventricular channels was observed. Physician concluded that the noise was due to incomplete ventricular and atrial lead fractures. The subject device was replaced and returned for analysis.